Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log. Evaluation experienced a system error 105 at power-up but could not reproduce it. Evaluation determined the cause to be a failed motor flex. The failed motor assembly was replaced.